Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing detected <1 colony forming unit (cfu)/100ml of microbiological growth. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following non-reportable malfunctions: the distal end was damaged; the bending section cover adhesive was deteriorated; the forceps got caught in the biopsy channel when inserted; the image guide bundle had an adhesive crack causing an abnormal image with a "spiderweb" effect; the insertion section insulation failed electrical safety tests. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the bronchofiberscope tested positive twice for unexpected contamination. On (B)(6) 2023(local time), testing detected 1 colony forming unit (cfu)/100ml of non-aspergillus fungi and 2 cfu/100ml of micrococcus luteus. On (B)(6) 2023, testing detected 2 colony forming units (cfus)/100ml of penicillium. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. IFU (reprocessing manual) warns on insufficient reprocessing by stating ¿failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, follow the description in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all of the channels.¿ olympus will continue to monitor field performance for this device.